Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the affiliate that the ez35w malfunctioned. The event is written in german. Awaiting translation of the event. Another instrument was used to complete the case. There was no consequence to the pt. 02/21/2000: additional message from affiliate. The device could be closed, but could not be fired.